Event description:
It was reported by the affiliate that the (1) tvc55 was used during a laparoscopic colectomy procedure. It was reported that the instrument seemed to be locked out and the surgeon could not fire it. The case was completed with another instrument and there was no consequence to the pt.